Event description:
The customer called for assistance in lowering his basal rates. The customer was in the hospital, and was experiencing low blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was not in the hospital due to diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.